Event description:
The patient reported experiencing elevated blood glucose of up to 450 mg/dl in 2009. Error e4 (occlusion) is often displayed on the infusion device. The patient changed the infusion set and within 4 hours e4 would again be displayed. The patient was not able to correct elevated blood glucose due to the e4 error. The patient's normal blood glucose range is 60-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.